Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was reported that the patient heard a squeaking noise. Films revealed a non-union and that a screw had broken. The patient underwent a revision surgery approximately 13 months post-op due to the broken screw and non-union. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h13j3734 and # h11f3086.